Manufacturer narrative:
On 02/26/2019, mentor received additional information about this event: it was initially reported that the date of event is (B)(6) 2018. New information states that the date of event is (B)(6) 2018. The patient underwent a primary breast augmentation procedure with the suspect medical device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/25/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 2.9 cm on the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Since the second product received is a concomitant device, no further analysis is required. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown procedure with a mentor smooth round moderate profile 200cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 200cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 01/23/2019, mentor received additional information about the event: - the lot number of the suspect medical device is 6450294. The device history record (DHR) was reviewed for this lot, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. - the serial number of the suspect medical device is (B)(4).- the concomitant product (right breast prosthesis) is a mentor smooth round moderate profile 200cc saline breast prosthesis, catalog #3501625, serial #(B)(4). - the patient¿s dob is (B)(6) 1971. On 01/31/2019, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).